Event description:
It was reported that this pacemaker device was discovered to be in safety mode with limited critical pacing therapy still available. The patient was noted to be pace therapy dependent and reported experiencing syncope. The boston scientific field representative indicated that the device was scheduled for replacement the following day and a temporary pacing wire was placed by the physician. Current information indicates that the device remains in service at this time. An attempt to gather additional information has been made. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was discovered to be in safety mode with limited critical pacing therapy still available. The patient was noted to be pace therapy dependent and reported experiencing syncope. The boston scientific field representative indicated that the device was scheduled for replacement the following day and a temporary pacing wire was placed by the physician. Current information indicates that the device remains in service at this time. An attempt to gather additional information has been made. No additional adverse patient effects were reported. Additional information was received that the pacemaker device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker device was discovered to be in safety mode with limited critical pacing therapy still available. The patient was noted to be pace therapy dependent and reported experiencing syncope. The boston scientific field representative indicated that the device was scheduled for replacement the following day and a temporary pacing wire was placed by the physician. Current information indicates that the device remains in service at this time. An attempt to gather additional information has been made. No additional adverse patient effects were reported. Additional information was received that the pacemaker device was explanted and replaced. No additional adverse patient effects were reported.